Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent moved on the balloon. The lesion was located in the left anterior descending artery. A 3.0x16mm liberte' bare metal stent was being prepped for use when a nurse noticed the stent was 'sliding off the balloon.' The device was discarded and the procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. The patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was pulled distally on the balloon catheter. This resulted in the proximal edge of the stent being positioned approximately 3mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned distal to the distal markerband. Further examinations of the stent found that the stent struts in the middle to distal end of the stent were stretched. It was possible to move the stent on the balloon. There was no indication that the balloon had been inflated. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent moved on the balloon. The lesion was located in the left anterior descending artery. A 3.0x16mm liberte' bare metal stent was being prepped for use when a nurse noticed the stent was 'sliding off the balloon.' The device was discarded and the procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. The patient was stable following the procedure.